Manufacturer narrative:
It was reported that platinum removal cord snapped close to the distal end of the kaffes biliary stent upon attempted removal using graspers. Stent in situ for just under 4 months. As a result of analysis of returned device, stent and detached suture were returned. It was observed that the stent cover was discolored but the notable damage was not observed. Biliary structure where stent was implanted is narrow and curvy. Ingrowth and/or overgrowth can occur on the stent according to state of patient's lesion after deployment. If removal was tried by force in this situation, it could be hard to remove due to strong resistance. It is, however, impossible to identify the exact root cause since it is hard to recreate the situation at the time of procedure. It was confirmed from the DHR that device had been manufactured with no significant issue and passed all the inspections successfully. However, based on the description, which was written that "disease is post liver transplant anastomotic stricture and the positioning site is common bile duct" and observed that "the stent cover was discolored, but the notable damage was not observed", it is considered that the excessive tensile force was applied to the removal string due to the pressure/curve of patient's lesion, and/or the removal might be tried in state that the biliary tissue was somewhat over-growth on the stent. It is stated on user's manual as follow. 12. Instructions for removal of niti-s full covered stents visually examine the stent for any tumor in-growth/over-growth into the stent lumen or whether the stent is occluded. If the stent lumen is clear, carefully remove using a forcep and/or snare. Grasp the retrieval string and/or collapse the proximal end of the stent then carefully retrieve the stent. If the stent cannot be easily withdrawn, do not remove the stent. Caution: do not allow excessive force to remove the stent as it may cause disconnect to the retrieval string. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analysis.

Event description:
Platinum removal cord snapped close to the distal end of the kaffes biliary stent upon attempted removal using graspers. Stent in situ for just under 4 months. Removal technique: platinum cord captured using snare and drawn back into scope, pulling in the line of the bile duct. Stent eventually removed using graspers.